Manufacturer narrative:
The insulin pump was received with no escape button response due to unlocked connector on lcd board. The device was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and end cap broken off. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.